Event description:
The customer reported to olympus the visera elite iii led light source displayed scope communication error (e118) message and the image was no longer displayed. The reported issue occurred during an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. During a follow up with the customer it was indicated that this error has occurred on and off several times in the past in which the dates of occurrence were unknown. There were no reports of patient harm associated with this event.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted. Related complaints: (B)(4) otv-s700 visera elite iii video system center, serial number (B)(6). (B)(4) cll-s700 visera elite iii led light source, serial number (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to g2 of the initial medwatch to remove "health professional" as a report source. The device was returned to olympus for inspection, and the reportable malfunctions were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunctions were not confirmed during evaluation, the definitive root causes of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.